Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor glucose versus blood glucose value differences. The customer was advised sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The customer was advised there may be larger differences after meals. The current blood glucose value is 263 mg/dl. The current sensor glucose value is 120. The sensor glucose and blood glucose is not within acceptable range. The customer was explained that the sensor may be responding to change in glucose. The customer reported via phone call that the insulin pump alarm calibration error. Customer's blood glucose at time of incident was unknown. Customer is not experiencing intermittent calibration error alerts. Customer was advised sensor would need to be replaced. The customer reported via phone call that the insulin pump alarm change sensor. Customer's blood glucose was unknown. The customer was advised to remove and change out sensor.